Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that this right ventricular (rv) lead has lead failure. Attempts to obtain additional information were unsuccessful. Available information suggests that this lead remained in service, and no adverse patient effects were reported. Boston scientific medical records indicate that this patient died approximately two years later; the lead was not returned. There have been no allegations received from the field related to this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.